Event description:
My mom had a boston scientific accolade heart pacemaker implanted (B)(6) 2024. My mom died (B)(6) 2025. My mom was in the hospital (B)(6) 2025; at that time the doctor had to use work on her heart, however, no one thought to check her pacemaker. I went to the (B)(6) heart center after reading about the boston scientific heart pacemaker recall, and I was told that they could not provide me with the recall letter, and that I needed to bring my mom in to have her pacemaker checked. My mom was no longer alive even though the recall was noted (B)(6) 2024 and my mom had been to the cardiologist 3 times since the recall. No one said anything about checking my mom: visits to the emergency room, and hospitalizations did not check my mom's pacemaker. I did not hear of the pacemaker recall until reading an article in the ny times. My mom had passed away by the time I saw the recall information. We never received a letter from the doctor, or the hospital. No one wants to take responsibility for not contacting my mom about the recall. My mom should still be here- I need my mom. My mom was a beautiful, loving person who loved her family, and life. The negligence of all involved need to be held accountable. And responsible for my mom dying. We live in the state of (B)(6) and have been told that the doctors have excellent malpractice insurance, and no one wants to help us get justice for my mom. How can doctors get away with killing patients and get away with murder? My mom never had a chance due to the negligence of the boston scientific heart pacemaker defect, and uncaring, non-responsive medical care. Please help! Product details: boston scientific accolade MRI el dr heart 331, sn (B)(6).